Event description:
It was reported that the ilet bionic pancreas displayed consecutive stalled motor and occlusion alarms, and during troubleshooting the device produced repeated ¿unable to proceed¿ alerts when attempting fill tubing and rewind steps, indicating a mechanical problem; the user had restarted prior to calling, performed a dry run at the agent¿s direction, and the device was subsequently replaced. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with stalled motor and occlusion behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.